Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 300 (mg/dl). Contact reported supplies were changed and injections were administered to address bg levels. Cartridge uses humalog and is changed every 3-4 days. Customer will make contact with a tandem representative for assistance and possible additional training.

Manufacturer narrative:
.